Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between april 26-29, 2024. H11: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photograph observed an unfilled/unused device contained inside an unopened product package, indicating that the photo is likely of a companion device. The reported condition was not verified on the photo of a companion device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.